Event description:
(B)(6) study. Same case as: 2134265-2012-05292. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. The patient presented due to unstable angina (braunwald class-ib) and cardiac catheterization was recommended. Lesion 1 was located in the distal right coronary artery (rca). The lesion was 90% stenosed, 2.75mm in diameter and 35mm long. The lesion was treated with predilation and placement of a 2.75x38mm ion stent. Residual stenosis was 0%. Lesion 2 was located in the 1st diagonal. The lesion was 90% stenosed, 2.25mm in diameter and 18mm long. The lesion was treated with predilation and placement of two ion (2.25x16mm and 2.25x8mm) stents. Lesion 3 was located in the mid left anterior descending (lad). The lesion was 90% stenosed, 2.25mm in diameter and 25mm long. The lesion was treated with predilation and placement of a 2.25x32mm ion stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged in april on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced angina. The patient was treated with medications and percutaneous coronary intervention was performed to the proximal right coronary artery and 1st diagonal. The 80% stenosis located in the proximal rca was treated with placement of a drug eluting stent. Residual stenosis was 0%. The 70% proximal edge restenosis of the previously implanted study stent located in the 1st diagonal was treated with balloon angioplasty and placement of a drug eluting stent. Residual stenosis was 0%. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).